Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit and found that the exp pres calibration had drifted severely. The customer believes that the gas delivery engine needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator alarmed ext. High ppeak. The unit would cycle out of ext. High ppeak and try to deliver breath but it will go right back into ext. High ppeak. The issue occurred during patient-use and the customer confirmed that there was no patient harm associated with the reported event. At this time, there is no information regarding remedial action taken by the healthcare facility.